Event description:
The pt was revised because of poly wear.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Initial information indicates that, the pt was revised due to poly wear after approx twelve yrs. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. In addition, the product has been inactive since 11/2001.